Event description:
Removal of implantable venous port-- implanted in 2005 -- breast cancer -- after the catheter was withdrawn from its fibrous sheath it was noticed that the catheter was short and the end of the catheter was jagged. Radiology was called and a portable c-arm fluoroscopy revealed that the catheter was in the heart. The interventional radiologist was consulted for retrieval. The physician stated he believed that the catheter fractured where it crossed beneath the clavicle. The patient did not demonstrate any ectopy.